Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For two weeks the patient was experiencing intermittancies with the device. Then she lost access to sound.

Manufacturer narrative:
Conclusions: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
For two weeks the patient was experiencing intermittencies with the device. Then she lost access to sound. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The device has explanted but not been received as yet for investigation.

Event description:
For two weeks the patient was experiencing intermittancies with the device, then she lost access to sound. The patient has been explanted on (B)(6) 2017 of the device but it has not been received for investigation.